Manufacturer narrative:
The customer called and spoke with a company technical support specialist. The technical support specialist had the customer switch from gravity to anterior vented gas forced infusion (avgfi) and the issue resolved; the customer did not request service. No samples were returned for evaluation and no additional information was provided relating to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A biomedical engineer reported no infusion pressure was available during a surgical procedure. Pt impact is unk. Multiple attempts have been made to retrieve additional information regarding pt impact and how the procedure was completed, but none has been received to date.